Event description:
It was reported that the insulin delivery system generated an occlusion alert, tubing was checked and found functional, and the infusion site was replaced after bleeding was observed at the prior site while the user was on blood-thinning medication, with blood glucose reported within range at 150 mg/dl. Symptoms included bleeding at the infusion site. Outcomes included temporary interruption of insulin delivery until the site was changed, with continued monitoring for recurrence of the occlusion alert. Investigation included product-use troubleshooting and education with guidance to replace the infusion site and verify resolution. Investigation of this case revealed that the occlusion alert resolved after replacement of the infusion set and that the prior site was likely intravascular based on bleeding. It was concluded that the event was consistent with an infusion-site complication resulting in an occlusion alert that resolved after supply change, with no further adverse health effects reported.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.